Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from the healthcare provider (hcp) stated that it was bruising but unclear how it happened. The pump was repositioned and revised.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial#: (B)(6), implanted: on (B)(6) 2018, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot#: (B)(6), ubd: 30-apr-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid (hydromorphone) via an implanted pump. The indication was for nan-malignant pain. It was reported that the patient had their pump replaced on (B)(6) 2024 due to normal battery depletion. The patient representative reported that the new pump is "leaking by the valve. " the patient managing doctor did a dye test and found out they did not have the "right valve to hook up there so they had to jerry rig it." The rep also state that the surgeon was supposed to put the pump "underneath the muscle" and but instead put it on "top of the muscle.". The rep stated that due to this, the patient "almost bled to death and had blood going all the way through her abdomen to her butt" and were "bolus eruptions" because the pump was leaking. The rep also stated that they contacted the surgeon who informed the rep and the patient to come to the emergency room (ER) and have "emergency surgery" to repair the leak in the pump. The rep stated that they were told by managing physician that the surgeon "does not have the right connecting parts" for the surgery. The patient was redirected to their healthcare provider to further address the issue. The agent sent an email to the medtronic reps in the patient's area for further assistance. They had dilaudid and "a numbing medication" in their pump. 2024-12-04: pc (hcp): additional information was provided from the healthcare provider (hcp) stated that a dye study was performed, and the catheter was disconnected from the pump. There was a leak around the pocket. The patient was referred to a surgeon for a catheter revision. No additional information.